Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 15-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 the patient reported a positional/spinal headache post pump implant. A blood patch was performed on (B)(6) 2021 and resolved the event. It was noted the event resolved without sequelae on (B)(6) 2021 . The clinical diagnosis was positional headache due to lumbar puncture. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was lumbar site. The event date was (B)(6) 2021.